Event description:
Boston scientific received information that this patient reportedly felt tired and some discomfort around their device pocket. A health care professional (hcp) suspected a right atrial (ra) lead fracture. The hcp stated that there were no plans as of yet for a scheduled lead revision. Attempts to obtain additional information were unsuccessful. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that only the proximal segment of the lead (severed 55 mm from the terminal pin) was returned. A continuity test was completed and the lead then passed electrical testing. Set screw marks were noted on each terminals and blood/body fluid was also noted on the terminal assembly. Moreover, ID tag was cracked and showed signs of movement. Laboratory testing was unable to reproduce the reported clinical observation.

Event description:
Additional information indicated that the right atrial (ra) lead was abandoned surgically. There was no further information obtained. No additional adverse patient effects were reported.